Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Pre-operation - scissor removed from package and upon inspection prior to case, they noticed a break in the insulation on the distal end of the scissor. Type of intervention - na. Patient status - na.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided by the complainant. Engineering reviewed the photos, which confirmed the complainant's experience. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.